Event description:
The customer reported via phone call that he has had multiple issues since the beginning of the year. Customer has gotten buttons stuck and had a no delivery alarm on the insulin pump. Call was dropped before the customer's blood glucose could be verified.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.